Manufacturer narrative:
E1: (B)(6) one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed some air alarms. Functional testing could not duplicate the customer reported problem. The air detector was working properly. The investigation was not able to determine the cause of the reported issue. No action was taken.

Event description:
It was reported that the pump was showing, "air alarm." There was patient involvement, and the patient stated the pump kept turning off even though the application time had not yet expired. Apart from the fact that parenteral nutrition could not be administered completely, the patient had no problems.